Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ml2623, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke when sewing the uterus. The broken end was found on a saline towel. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.